Event description:
An error message was reported with the adc device. Customer received a "sensor related" message and was unable to obtain readings. As a result, customer experienced hypoglycemia and a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional (hcp) who obtained a reading of 35 mg/dl on their device and administered intravenous glucose to the customer for a diagnosis of hypoglycemia. An additional hcp meter reading of 100 mg/dl was obtained, however no additional treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history records) for the libre sensor and sensor kit indicated by the serial number provided by the customer were reviewed. The dhrs showed the unit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "sensor related" message and was unable to obtain readings. As a result, customer experienced hypoglycemia and a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional (hcp) who obtained a reading of 35 mg/dl on their device and administered intravenous glucose to the customer for a diagnosis of hypoglycemia. An additional hcp meter reading of 100 mg/dl was obtained, however no additional treatment was required. There was no report of death or permanent impairment associated with this event.